Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer went to the hospital and was diagnosed with diabetic ketoacidosis. The blood glucose results obtained at the hospital were not provided. The hospital treated the customer for hyperglycemia, however the type of treatment give was not provided. It is unknown how long the customer was hospitalized, but it was reported that their current condition is stable.